Event description:
It was reported that the patient had an overstimulation sensation. During the night last night the patient's device was giving him more stimulation than he could handle, wherein it just "took off". The patient was able to turn the device off somehow but was not sure how he did it. This had happened once before about a few months ago. The patient did adjust his stimulation and did not know what his level was before this event occurred or what it was at after. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 271470001, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient no longer had concerns about their device or therapy. It was also stated that the patient received assistance from their doctor or medtronic representative. No further information was provided.